Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the customer and obtained the following additional information: the date on which the reported issue occurred was confirmed as (B)(6) 2024. The affected instrument lot # was clarified as k18240129-0380. The procedure was completed robotically utilizing a da vinci instrument of the same kind. Photographic images of the device were not available for review. Patient demographics and patient related information was requested, but not provided.